Event description:
It was reported that (2) lcsc5 were used during a lavh procedure. It was reported by the rep that the device gave a steady tone right out of the package. The staff changed both the luke hand piece and the blade and still received a steady tone. The staff then opened a new blade again and used it with the second luke hand piece and it worked fine for the remaining case. There was extended or time by fifteen minutes. There was no consequence to pt.